Event description:
A malfunction was reported by the customer, with the issue displaying a malfunction code identified as malf 12. The fault code was resettable, and there was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the customer in the process, and confirmed the malfunction code did not recur. The customer was advised to monitor the situation and continue using the pump, with instructions to call back if the malfunction code appeared again, which they understood and acknowledged.